Event description:
It was reported that the patient presented with congestion, shortness of breath, edema and weight gain and was found to be hypervolemic. The site reported they felt the cardiomems contributed to the heart failure exacerbation as pulmonary diastolic pressures were reading normal, but patient presented with congestion the patient had three IV diuretic appointments and a right heart catheterization was performed on (B)(6) 2025 to confirm the validity of the pressure sensor readings. The sensor was not recalibrated.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.